Event description:
It was reported that during an anterior cruciate ligament surgery with quad tendon the button didn't hold in three devices ar-1588rtt2 (lot: 15450758). The bridge was open, and the button came toward the surgeon. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed based on photographic evidence of an ar-1588rtt2 fibertag® tightrope® batch 15450758. The image exhibits suture bunching along the button, likely leading to loss of uniform tension. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as uneven tensioning, excessive force applied, and thus improper seating of the button.